Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead exhibited increased impedances greater than 2,000 ohms. Sensing was undetectable and a threshold could not be obtained as there was no capture. The lead remains implanted without programming changes. No adverse patient effects reported.

Manufacturer narrative:
The left ventricular lead remains implanted; therefore, the clinical observations could not be confirmed. Should the lead be explanted and returned for analysis or additional information received, an amended report will be submitted.